Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, the crack was confirmed in the center of the intra ocular lens after the intra ocular lens was implanted in the eye. The surgery was completed by dividing and removing the iol with a lens cutter and re-implanting the backup iol of the same style. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Scratch marks are observed on the one portion of the optic that has been returned. One haptic is broken in the gusset area and returned loose. Small cracks are observed where the lens was cut in half. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge. The file also indicates the use of a non-qualified handpiece and non-qualified viscoelastic. Lens damage was observed. The root cause is most likely related a failure to follow the instruction for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).